Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2006; 419478, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was observed with invalid data on rate histogram prior to the last check. Atrial oversensing was noted with apparent noise on electrogram that possibly coincided with the patient¿s radiation treatment for esophageal cancer. The device remains in use. No patient complications have been reported as a result of this event.